Manufacturer narrative:
Philips investigated a report of persistent scan aborts. The field service engineer that investigated the scan aborts found a too high resistance in the y-axis indicating an issue with the gradient coil. Consequently, the gradient coil was replaced. During the replacement of the gradient coil the a burned spot was detected on the inside of the gradient coil. The gradient coil has been returned to philips in best, and has been shipped for further investigation to futura, the manufacturer of this type of gradient coil. The system failed due to persistent scan aborts. These scan aborts were caused when the gradient amplifier experienced too much difference between the actual waveform and the demand waveform of the electrical current. That the gradient amplifier raises a scan abort in such situations is part of its design. It prevented further escalation of the defect. This difference between actual and demand waveform was caused when one or more parts of the gradient chain circuit had a substantial deviation from their designed impedance. This was the result of a broken joggle in the y-axis. This broken conductor led to a burned spot due to excessive heat and sparking. The failure of the conductor was traced to material fatigue. This can only happen when the conductor is able to move up and down due to the alternating lorentz forces acting on it. A void or less well impregnated volume at the location of the broken conductor would make this possible. A void was found underneath the broken conductor together with some delamination around the void. A new gradient coil was installed and the system was handed back to the customer for continued use.

Event description:
Philips received a report on a failure of a gradient coil. The gradient coil showed burn damage underneath the covers.

Manufacturer narrative:
Philips has started an investigation. A follow up report will be send once completed.